Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed due to kink/knot on the cable. In addition, cracked rear cover and switch 2 failure to work due to a bad charged coupled device were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a cable issue was observed with the hd autoclavable camera head during procedure. During a standard service inspection of the customer returned device, switch 2 failure to work due to a bad charged coupled device was noted. There was no patient harm or user injury reported due to the event.

Event description:
This report is being submitted for the switch 2 failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the switch 2 did not work due to a faulty charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.